Event description:
The event involved a 34" ext set w/clamp, luer lock where it was reported that patient was more awake on sedation and pillow was wet under arm. No visible leaking from IV sites, went to reposition the patient in bed and blood started to backflow through an IV and out onto the floor through a hole in the patient's IV line. It was an extension tubing set, clamped the line and disconnected the faulty setup. A new bag and line of precedex set up and connected. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. No lot number was provided. A device history lot number review cannot be performed. D4: only di provided as lot number is unknown. Additional reporter: (B)(6) .